Manufacturer narrative:
The involved device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects. Magnifying inspection revealed no defects to the device or hydrophilic coating. Electron microscopic inspection of the hydrophilic coating confirmed it to be the normal product. The distal end of the shaft was inspected under magnification and electron microscope and revealed no defects. The distal end was tested for its resistance and confirmed no defects. The actual device was immersed in saline solution and the mobility resistance was tested and confirmed no defects. Kink resistance was determined and the outside diameter was measured and was found to meet manufacturer specification. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. There is no indication that this event was related to a device defect or malfunction and the cause of the reported event cannot be determined based upon the available information and device evaluation and the investigation verified the complaint sample was the normal product. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a coronary artery dissection using the radifocus guidewire m device. Follow up communication with the user facility reported the following information: a coronary artery dissection occurred during cag; and as a bailout, a stent was placed in an urgent pci.